Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other prostyle referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 8.5f sheath hole prior to a stent graft interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath remained at 8.5f and the procedure was completed. Reportedly post procedure, after the sutures were tightened, both sutures broke. Two additional prostyle devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.